Event description:
It was reported the device displayed error code 1310 and has a foggy lens. No patient injury was reported.

Manufacturer narrative:
Other text: d5: unknown. E4: unknown. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device appeared to be in good physical condition. The event log revealed evidence of errors. Upon function testing, the reported problem was duplicated. The root cause of the reported problem was found to be a foggy lens. The lens was replaced and the error code was cleared to resolve the issue. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 16-may-2022 via email and attached to complaint object: the event did not occur while in use with the patient.